Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the patient's circumflex artery. Angiography following successful stent placement revealed a dissection proximal to the stent which extened along ehe circumflex artery and into the left main artery. The patient was subsequently sent for coronary artery bypass graft surgery. The surgery was successful and there were no clinical sequelae reported relative to this event.